Event description:
During the initial implantation procedure for the vivistim system, the surgeon identified anatomical limitations involving the patient's vagus nerve that prevented safe placement of the helical lead. The vagus nerve was reported to be too small for the 2 mm helical lead and contained multiple branches that interfered with lead placement. The implanting physician consulted a colleague intraoperatively to confirm identification of the vagus nerve, and the colleague concurred with the assessment. Due to the patient's anatomy, the implant procedure was aborted and the device was not implanted. No device malfunction was identified. No injury to the patient was reported and the patient recovered from the procedure without the need for additional medical or surgical intervention related to the event. The event is considered related to patient anatomy rather than device performance.

Manufacturer narrative:
Devices will not be returned for evaluation.